Event description:
It was reported that the patient's son pulled on a stitch the patient had thrown. Unknown to the son at the time the stitch was directly attached to the patient's lead. The lead was pulled out of the epidural space. The patient was seen and the neurostimulator was programmed off. It was also reported that the patient experienced an intermittent shocking sensation. There was no new equipment in the patient's household or outside environment. When the patient felt the shocking sensation, she used her patient programmer to check the device and the programmer indicated that the device was turned on when it had been programmed off by the clinician programmer. Additional information received that the patient is doing fine, and they are trying to schedule her for lead revision.